Manufacturer narrative:
Evaluation: the introducer was visually inspected and the leaking was confirmed. A tear was found on the hemostasis valve. Per assessment by r&d and quality engineering, the root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. R&d and supplier quality engineering are actively investigating the issue. A CAPA was initiated for this device. A product recall was initiated for this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer. Only 1 device will be returned.

Event description:
It was reported that there were 3 events of backbleeding with the pr9, coronary sinus catheter introducer. The hospital was unablet to recall the occurrence dates or further pt information. No reported injury was stated.